Event description:
It was reported that when the device was used during an obesity procedure, the cartridge did not fire. Another cartridge was used to complete the case. There was no consequence to the pt.